Event description:
It was reported that a cerebral spinal leak had occurred. It was indicated that the patient was getting excellent pain relief in his lumbar spine post implant procedure, but it was complicated by a posterior puncture headache leak. The headache was worse when the patient stood up. The patient had an initial lumbar epidural blood patch with epidurogram on (B)(6) 2011. His second blood patch was done on (B)(6) 2011 and a third blood patch was done on (B)(6) 2011. It was indicated that the patient had immediate relief from the first two blood patches for 3-4 days, but only received pain relief on the third blood patch for about 12 hours. It was noted on (B)(6) 2011, that the patient still experienced spinal headaches and some neck and back pain. His pain from his headache was rated at an 8 on a scale of 1-10. It was noted that his headache worsened when he stood or sat up and it was noted as a constant stabbing neck pain. On (B)(6) 2011, it was reported that the headaches overall were less but still present with significant post-dural puncture headache symptoms so the patient had his fourth blood patch procedure done. The patient then had a laminectomy at l2-3 for a csf fistula around the pump catheter at the distal segment, and cervical revision of the lumbar area on (B)(6) 2011. It was reported on (B)(6) 2011, the patient had another single epidural blood patch due to residual spinal headaches and underwent a laminectomy procedure to try and seal the leak. It was reported that he was feeling about 60% better but still had pain in his neck when he stood up and still had a headache to "some degree" on (B)(6) 2012, the patient had a total body (from brain to tailbone) magnetic resonance imaging (MRI) to find a reason for the headaches. The MRI of the brain and cervical were normal. MRI of the thoracic was normal at t1-t4 and t9-l1; however, there was a sprinx present from the t5-t8 inferior endplates. The lumbar MRI showed a central disc bulge and epidural fluid collection at the l3-l4 level. It was also noted that subcutaneous fluid collection in the laminectomy scar measured approximately 6.7cm in craniocaudid dimension by 0.8cm in "ap" dimension. There was very prominent epidural fat from the l2 vertebral body to the level of the l5 vertebral body inferior endplate and possibly due to prior epidural injection. As a result there was thecal sac narrowing. It was also noted that there was mild changes of multilevel degenerative disc disease with no significant foraminal narrowing or thecal sac compression. On (B)(6) 2011, the patient have not had much success with the blood patches and was seen by his health care provider for a pump increase. It was indicated on (B)(6) 2012, the patient had lab work and all results were normal. It was later reported on an unknown date that the patient still had dull headaches and was using the fioricet to control them. It was reported that he was better when standing and just had a pressure feeling in his neck and mid back area. Cymbalta 30mg every night was started in addition to the fioricet to control his pain. It was also noted that he would try "kbcdgt" pain cream and lidoderm patches and see a csf specialist since the leak was still present. It was reported on (B)(6) 2012, that the patient still had mid back pain that occurred when he stood up, but overall felt that the pain was less in the upper mid back and believed that the cymbalta was helping with pain relief, but wasn't sure. Some numbness and tingling in his arms and legs was also noted on the same day. It was reported that he had "little to no" low back pain and no longer had headaches while standing. During this time, the patient's fentanyl was increased to 70mcg per day and he begun pool therapy. On (B)(6) 2012, the patient was seen by a hcp for elevated csf pressure and was placed on diamox extended release (ER) 500mg four times daily. On (B)(6) 2012, the patient had a pump refill. The pump was refilled with 20ml of fentanyl 300mcg/ml and bupivicaine 3mg/ml. Then on (B)(6) 2012, it was reported that the patient continued to have cervical and thoracic pain that did not radiate, but was worse when standing or sitting. The patient was no longer taking fiorecet but had continued with his pool therapy and believed that this was helping. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
Implanted: product ID, 8835 lot# serial# (B)(4), explanted: product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).